Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported the patient¿s blood glucose was above 250 mg/dl and below 500 mg/dl without signs or symptoms of hyperglycemia. Troubleshooting was unable to be completed. The reported blood glucose excursion does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
Follow-up #1 date of submission 04/09/2015-product analysis:the device was returned and evaluated by product analysis on 03/30/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed an unexplained reset on 11/10/2014 at 18:00 and deliveries were resumed at 18:17; a manual suspend on 11/10/2014 at 18:48 was manually resumed at 18:55; an unexplained reset occurred on 11/10/2014 at 18:55 and deliveries were resumed at 19:04. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.